Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and red particles on the shell. A microscopic analysis was performed which identified: sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact.

Event description:
Physician reported right side rupture. Device explanted and replaced.

Event description:
Physician reported rupture. Right side. Device explanted and replaced.

Event description:
Physician reported rupture. Right side. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photograph evaluation: device photographs for the device related to the reported event of rupture were reviewed. Visual analysis of the photographs identified a broken device. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.